Event description:
It was reported that the home patient (hp) observed fluid everywhere on the dresser after setting up the homechoice (hc) for therapy. The technical service representative (tsr) explained that this type of a fluid leak would be a result of an issue somewhere in the setup. The hp understood but was not willing to perform any further troubleshooting in order to find the reason for a leak. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.